Event description:
Dealer called stating that the arm rest pad is allegedly split from side to side into 2 pieces on the 9tpz manual wheelchair. The consumer is using the arm to adjust her seating position when the arm pad broke. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9tpz, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1100869 rev h (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.